Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip xtr was placed and grasping was successful. The leaflet insertion assessment was performed with good results. The clip was deployed, however, a small jet was observed through the clip and echo showed tiny perforation of the posterior mitral leaflet (pml). After identification of the pml perforation it was decided to place the second clip firstly to stabilize to prevent light movement and secondly to cover residual mr. The final result was acceptable with mr reduction more than 50%. The position of the first clip which perforated the pml didn't change after the case and was the same during follow-up on the next day. The patient is in good shape and no additional treatment is needed. Two clips were implanted reducing the mr to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported tissue damage appears to be related to procedural circumstances as the clip was successfully deployed and there was no clip movement post deployment. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The mitraclip xtr is currently not commercially available in the us; however, it is similar to a device sold in the us.